Event description:
It was reported that pump experienced repeated malfunction alarms with malfunction code 12, and caller stated there were no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer reset malfunction on pump when possible, switched to multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump under warranty, provided instructions for placing malfunctioning pump into storage mode and returning it within 10 days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump.